Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the burr device had come off the motor device during use, the swivel did not move smoothly, the device was generating heat, and it was noticed that the device was emitting a little smoke. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products: burr device. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the burr device had come off the motor device during use, the device was generating heat, and the device was emitting a little smoke was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was observed that the device had a stiff swivel, the hose was scratched/damaged, the device was making a strange noise, vibration was present, moving parts of the device were not moving smoothly, and there was component damage and cord damage. It was further determined that the device failed pretest for visual assessment, and noise assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear. Correction: d9: the date returned to manufacturer was documented as november 26, 2021 on the initial report. This date has been updated to december 7, 2021.